Event description:
A journal article reported a case in which a single-piece acrylic intraocular lens (iols) was explanted because of complications related to the presence of glistenings in the bulk of the iol optic. The patient complained about blurry or hazy vision, glare and halos. The visual symptoms persisted with a hard contact lens. Symptoms resolved following a lens exchange. This file is for the right eye. Additional information is not expected.

Manufacturer narrative:
Corrected information provided. Article attached. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the literature article did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information is not expected. Van der mooren, m. (2015). Explanted multifocal intraocular lenses. Journal of cataract and refractive surgery, 41, 873-877. (B)(4).